Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to ¿some body infection¿. It was reported the patient was hospitalized for the event. The patient was treated with injection of vancomycin (2 gm stat dose, ongoing, frequency and route not reported) and injection of amikacin (500mg, loading dose, ongoing, route and frequency not reported) for the event. For the peritonitis. On an unknown date, pd therapy was discontinued, and the patient was switched to hemodialysis. Ten days after event onset, the patient passed away. The cause of death was reported as due to ¿some body infection¿ caused by ¿inadequate dialysis¿. It was not reported if an autopsy was performed. It was reported the patient was not recovering from the peritonitis event at the time of death. It was reported hemodialysis therapy was ongoing at the time of death. No additional information is available.